Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not detect a patient through defibrillation electrodes. The users were able to obtain the patient's ECG by using a 3-wire ECG cable instead. In this state, defibrillation therapy may not be possible if needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Event description:
The customer contacted physio-control to report that their device did not detect a patient through defibrillation electrodes. The users were able to obtain the patient's ECG by using a 3-wire ECG cable instead. In this state, defibrillation therapy may not be possible if needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. The electronic patient record of the reported event was downloaded, and it was observed that the ECG trace was missing for the first 97 seconds of the case. The defibrillation electrodes were received by physio-control, however they were stuck together and could therefore not be tested. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.